Event description:
Hospital personnel were attending to a pt, condition unk. External pacing was attempted and allegedly the pacer would not turn on. The pt was not resuscitated. Medwatch report states 'pacing cassette failed during code blue on pt'